Manufacturer narrative:
The exam that was used for navigation during the reported event was archived off the system in the field and forwarded to software engineering for analysis. Upon analysis of the exam it was found that the fiducial placement was not optimal since they were placed symmetrically on the patient's face. There was also deformation on the sides of the head due to a head holder which could cause the fiducials located in that region to not be in the proper position on the patient's head. Based on the information available, it was determined that no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Event description:
A medtronic representative reported that, while in a transsphenoidal procedure, the surgeon alleged navigation was 2cm inaccurate with the blunt probe. After performing a touch-n-go registration, the surgeon verified accuracy and there was a green sphere around the whole head. Approximately 30 minutes later, after the approach, the surgeon reported being on bone near the pituitary, and the software showed 2cm more shallow. Fluoro was being used and use of navigation was continued for finding the midline. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system was tested with a model resin head and found to be accurate and fully functional. There have been no further issues.